Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the delivery system used in the case. (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), prior to implant of a 29mm sapien xt valve in the pulmonic position, a 28mm stent was placed in the pulmonary trunk. Crossing the stent with the delivery system and valve was a challenge and too much torque was applied on the delivery system to cross the stent in the pulmonary valve. When the inflation sequence was started, there was a resistance felt. The balloon was partially inflated, but full inflation volume could not be achieved within the 20 second time period. It was decided to deflate the balloon. However, the deflation of the balloon was also problematic and took too long to deflate. When the balloon was partially deflated, the valve migrated to the right ventricular outflow track (rvot) and was not stable. A second valve was used to stabilize the partially expanded valve and reduce the pvl. At the time of the report the patient was stable and per the latest report was doing well. As per medical opinion, the perceived root cause for the inflation/deflation difficulty was the patient¿s anatomy.

Manufacturer narrative:
The approximate time of inflation/deflation was 30 seconds total. The device was torqued during the procedure approximately three times. No kinks were noted. The ratio of contrast to saline in the inflation medium was 15 percent. The inflation/deflation difficulty may have been caused by too much torque applied on the delivery system to cross the stent in the pulmonary valve. The cause of the difficulty crossing the stent was patient anatomy. At last report the patient was doing very well. The investigation is ongoing.

Manufacturer narrative:
The devices were not returned for evaluation. Therefore, visual, functional, and dimensional analysis could not be performed. Per the report, crossing the stent with the delivery system and valve was a challenge and too much torque was applied on the delivery system to cross the stent in the pulmonary valve. The delivery system was noted to have rotated about 3 times. The training manual warns about the risks of excessive twisting of the delivery system, stating that ¿excessive rotation may result in twisting of the balloon catheter and difficulty with inflation/deflation of the balloon.¿ additionally, resistance and an extended inflation/deflation time were reported during the procedure. The clinical site reported that total inflation deflation time was 30 seconds. The training manual warns that if resistance is experienced during the inflation of the balloon, ¿do not force the inflation of the balloon. If the delivery system was rotated during tracking, rotate back to a neutral position and attempt re-inflation. It is possible that the difficulty experienced was due to the delivery system interacting with the placed stent. Subsequently, the additional rotation used in an attempt to reach the targeted location may have resulted in twisting of the balloon catheter and difficulty with inflation/deflation of the balloon. It is likely that procedural factors contributed to the events; however, a definite root cause was unable to be determined. Per manufacturing mitigations, prior to the balloon pleat and fold process, the inflation balloon is visually inspected while the inflation balloon is inflated for kinks, bends, separation or damage of bond site, contamination, and balloon scratches. 100% final assembly inspection is performed for: mechanical damage (kinks, breaks) or missing/misplaced parts; the crimp/inflation balloon bond is inspected for smoothness, bubbles, and bond gaps; visually inspect the crimp balloon to balloon catheter laser weld joint to verify that there are no surface defects and that the end of the balloon catheter¿s braid wire is not exposed to surface; visually inspect the crimp balloon to proximal balloon bond area for metal exposure or mechanical damage (burr, flash); verify fine adjustment rotation by turning the fine adjustment knob clockwise and counterclockwise; the delivery system is set to the maximum deflection and the angle and vertical distance of the flex catheter is verified to meet specifications; the device is leak tested. Additionally, the manufacturing lot underwent product verification (pv) testing on a sampling plan. During pv testing, visual inspection is conducted prior to functional testing for physical defects such as kinks and cracks. Balloon inflation/deflation time and inflation pressure is evaluated. All tested samples passed total inflation/deflation time and inflation pressure requirements. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for delivery system - difficulty crossing the stents, inflation difficulty (partial or slow), and deflation difficulty (partial or slow) were unable to be confirmed due to the unavailability of the device and procedural imagery. Available information suggests that procedural factors (device manipulation) may have contributed to the events. A review of the complaint history, device history record (DHR), and lot history revealed no evidence that a manufacturing non-conformance contributed to the complaint. Review of the manufacturing mitigations supports that the novaflex+ has proper inspections in place to detect issues related to the reported event. Since no labeling or IFU/training inadequacies have been identified and review of the complaint history revealed that the occurrence rates did not exceed the august 2018 control limits for the applicable trend categories, no corrective or preventative action is required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.